Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out-of-range shock impedance measurements during induction testing. It was noted that the electrode was implanted with some fat under the coil which may have contributed to the observed measurements in conjunction with high device placement. Boston scientific technical services (ts) discussed steps for additional assessment. The physician will continue to monitor measurements remotely with no further action at this time. No adverse patient effects were reported. This system remains in service.